Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had damage to the hose. It is unknown if the device was used in surgery. Is it unknown if injuries were reported. It is unknown if medical intervention was reported. There was no additional information provided.